Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the device displayed no sensor inserted during sensor session. The sensor was inserted in the arm, which is off label usage of the device, on (B)(6) 2023. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.